Event description:
The customer reported via phone call that she replaced the battery the day prior and experienced the blank display on the insulin pump. The customer's blood glucose was unknown. The customer stated that there was a scratch on the screen of the insulin pump but that she was able to see the screen. The customer confirmed that the insulin pump had not been bumped or dropped. However, the customer stated that the insulin pump was on her during a rainstorm. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to that a replacement battery cap would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.